Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned stem and provided x-ray images finds nothing outward that would suggest product error. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned stem and provided x-ray images finds nothing outward that would suggest product error. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The other implanted components were a pinnacle acetabular shell, ref: unknown, lot: 9765177 and acetabular liner, ref: 1221-36-052, lot: jc8778. The patient is an 83 year old fairly fit and active lady who had a previous left tkr a few months earlier. Date of surgery was (B)(6) 2021. Post op x ray showed a greater trochanter fracture. Clinic review was (B)(6) 2021 when repeat x ray showed migration of the trochanteric fragment. Date of trochanteric fracture fixation was (B)(6) 2021. The clinician will need to ask patient permission before releasing notes / x rays etc, so unavailable at present."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon had an issue seating a size 12 corail 12/14 amt collared stem implant, during a primary total hip replacement. Following broaching with a size 12 broach and trialing satisfactorily, the definitive size 12 stem sat 3 cm proud from the calcar to the underside of the collar. K-wires were used to retrieve the stem as an extractor instrument was unavailable and surgery delayed by 2.5 hours. A c-stem amt 12/14 stem was implanted instead, once the corail was removed. Surgeon has reported immediate post-op pain and patient has sustained a greater trochanter fracture, probably caused by the difficulty in removing the corail stem.